Event description:
It was reported the camera head was not recognized by the processor and displayed the color bar. It was unknown when the issue was identified. There were no reports of patient harm.

Manufacturer narrative:
E1 - postal code: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the camera cable was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: since the camera cable was damaged, the internal charged coupled device (ccd) may have failed. It is assumed that normal communication was not possible, leading to no image output. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged.¿ olympus will continue to monitor the field performance of this device.